Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 wire within the silicone jaws was exposed and protruding. The team noticed this issue before the device was used, so they were able to open a new kit without procedural delay or introducing the damaged device to the patient. There is no adverse outcomes associated with this complaint. Per a photo provided by the complainant, it is observed that the heating wire has lifted from the jaws of the device. There is no evidence of blood observed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/18/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact gray silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on 06/26/2024. A visual inspection was conducted. Both the harvesting device as well as the cannula were returned for evaluation. Signs of clinical use and no evidence of blood was observed on either devices. There were no visual defects observed on the intact cannula or the intact c-ring. There were no visual defects observed on the intact gray silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the photographic evaluation, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000388676 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.